Event description:
Plunger clutch assy critical error.

Manufacturer narrative:
Additional information was received and attached on 29 august 2022 in the complaint: products did not fail while in use with a patient. (No patient injury was reported). H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the top case was cracked at the front corner. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced clutch half's left and right with leadscrew and spring as preventative measure due to error found in ehl. Replaced cracked top case. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.correction: model number: 4000.

Manufacturer narrative:
Other, other text: d4: unknown. H6: event problem and evaluation codes: updates not required.